Event description:
Patient was brought in to evaluate the lead for oversensing concerns and encountered interrogation issue with the ICD. The lead was capped and replaced when it was observed that the lead was not capturing appropriately, when it was connected to the analyzer during an ICD replacement. Lead was capturing in the atrium. Fluoroscopy revaled that the lead was positioned in the rv apex.

Manufacturer narrative:
No medwatch form was received.